Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
Edwards received information that a 23mm 8300ab aortic valve was explanted after an implant duration of 7 days due to suspected bleeding from the aortic root. A reoperation was performed. The device was removed. The patient underwent a bentall aortic implantation with a model 11500aj21 valve. The patient outcome was reported as stable condition. The initial procedure was aortic valve replacement and aortic arch replacement via full sternotomy. The physician reported suspected bleeding from the aortic root. The root cause of the event was not determined. The device was not returned as it was discarded.